Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was in a lot of pain since (B)(6) 2016. The patient went to the healthcare professional on (B)(6) 2016 because he had lateral pain across his back. The patient stated the implantable neurostimulator (ins) worked great for the sciatic pain down his leg. It was reported that the patient had 4 different programs and saw an ¿a¿ in a dark circle displayed in the group level. It was reviewed that this meant the adaptive stimulation (as) group was active, but posture was not yet established; this displayed when the patient was in a transition zone. Patient posture was reviewed and established with all adaptive stimulation (as) positions for which the patient was set. The patient¿s indications for use included failed back surgery syndrome and spinal pain. Additional information was received from the consumer. The patient reported that their stim was reprogrammed and was in the process of getting an ablation. I was noted that the patient¿s pain issue had not resolved completely, but it was better than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.